Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for pt #1. Results as follows: date: (B)(6) 2012, inratio: 1.4, lab: 7.1. Time between testing: unk.

Manufacturer narrative:
Comparison of inratio test result (s) with lab result (s) provided by end-user at time complaint was filed: date (B)(6) 2012, inratio 1.4, ref 7.1, mean 4.25, confidence limits 2.4 - 6.1, result - fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. No info on pt medical conditions or timing info between testing. No product associated with the complaint was expected to be return insufficient info to determine root cause. In-house therapeutic donor testing was performed on (B)(6) 2012 with lot #272418. Results as follows: donor #1, inratio 1.6, 1.5, result 1.5, reference 1.55, bias threshold (1.05-2.05), %cv 3.77. Donor #2, inratio 2.0, 1.7, result 2.0, reference 2.25, bias threshold (1.25-3.25), %cv 9.12. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. For pt #1, analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.